Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented from outside hospital. Patient fell and reported pain in right knee. Surgical intervention revealed a loose femoral component. Revised to a hinged prosthesis.

Manufacturer narrative:
An event regarding a revision involving a triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the periprosthetic fracture with provided x-rays but deemed the information insufficient and rejected it for a medical review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the periprosthetic fracture with provided x-rays but deemed the information insufficient and rejected it for a medical review. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient presented from outside hospital. Patient fell and reported pain in right knee. Surgical intervention revealed a loose femoral component. Revised to a hinged prosthesis. A review of x-rays by a clinician confirmed peri prosthetic fracture.